Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation which supports a liberty cycler set malfunction or product deficiency caused or contributed to the event. Staphylococcus epidermis is a known colonizer of human skin which suggests the patient¿s peritonitis was probably caused by touch contamination during pd therapy, as reported by the pd nurse. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported this patient on continuous cycling peritoneal dialysis (ccpd) had peritonitis. During follow up, the pd nurse confirmed the patient was experiencing cloudy pd effluent and abdominal pain approximately 2 weeks earlier and pd effluent culture grew staphylococcus epidermis (exact date unknown). The patient was treated on an outpatient basis with the antibiotic cefazolin (unknown dose, route, frequency and duration). The patient continues pd therapy and is reported to be recovering from the peritonitis event. The pd nurse reported the cause of the patient¿s peritonitis was a breach in aseptic technique.